Manufacturer narrative:
(B)(4). Evaluation of the returned device found the posterior cuff was still loaded on the foot. Both cuffs were attached to the link and the anterior cuff tab was damaged. Based on the evidence found on the returned device, the posterior cuff was missed and the anterior cuff detached from the needle tip which was a direct result of the posterior cuff miss. Because the needle did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle. During the investigation, a proxy plunger was inserted, because the original plunger was not returned, and the needle trajectory was acceptable. Because lab testing of the device resulted in acceptable needle trajectory, the most probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. There were no manufacturing or quality issues detected that could have contributed to the reported event. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of calcified common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and another proglide was used successfully to achieve hemostasis. There was no adverse patient effect reported. Though requested, no additional information was provided.